Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. No unresponsive buttons were noted. All buttons functioned properly. No moisture damage or corroded keypad traces were noted. However, the connector at the lcd board was found unlocked and the pump had a flattened dome switch on the esc button. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump buttons became unresponsive during a bolus. The customer treated with lantus and 10 units and had a low blood glucose of 94 mg/dl. The customer ate and treated with lantus. The blood glucose reading was 256 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.